Event description:
The patient is reportedly experiencing swelling at the implant site, and decreased retention. The patient was prescribed gentalynbeta cream to apply to the site for fifteen days, but the swelling did not resolve. On (B)(6), 2015, surgery took place to replace the internal magnet.